Event description:
A service call inquiring about technical error codes in the device logs was received. The technical error codes indicates +12 volt and -12 volt power failure errors. There was no patient involvement. (B)(4).

Manufacturer narrative:
The defective part has been requested back for investigation. A follow-up medwatch will be sent when investigation is completed.